Event description:
A report was received that the patient underwent an explant procedure due to pain at the lead site. The physician exlplanted the patient's entire system. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
A returned product analysis indicated that ipg sc-1110 ((B)(4)) exhibits normal device characteristics. Lead sc-2138-70, (B)(4): visual and x-ray inspections were performed to ensure the device's integrity and found no anomalies. Lead (B)(4), (B)(4): the device has lost integrity; the lead body has a nick and two electrode wires were cut. Damage to the device was a result of a typical explant procedure and was not considered a failure or relevant to the complaint.

Manufacturer narrative:
Device: sc-2138-70, serial: (B)(4) description: linear lead, 70 cm with pre-loaded 0.012 stylet device: sc-1110, serial: (B)(4) description: implantable pulse generator.

Event description:
A report was received that the patient underwent an explant procedure due to pain at the lead site. The physician explanted the patient's entire system. The patient is reportedly doing well following the procedure.